Event description:
The manufacturer received information alleging a patient with a dreamstation st30 device has passed away and the equipment was being returned. There was no allegation that the device contributed to the death. The device was returned to the service center for investigation. The device was visually inspected. No faults were reported. There were 632 blower hours with no logged errors. The user interface panel main and alarm ribbon cable had damage. The user interface panel was replaced. The fine and pollen filters were replaced. The device was cleaned and passed all tests. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.